Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering as they keep going low at night. The customer also stated that their batteries keep dying fast even after a battery cap replacement. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed as the customer declined. The customer reported scratches on the pump case. The insulin pump will not be returned for analysis.